Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no data found in the black box or download histories from the time of the reported event in (B)(6) 2011 due to continued patient use. A review of the total daily dose history showed that the daily insulin delivery was inconsistent due to the time and date reset on the pump. A review of the black box verified that the time and date reset to factory settings on the pump. Unrelated to the complaint, evaluation revealed that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The investigation was not able to be adequately performed due to continued patient use.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the lay-user/reporter claimed that the patient's blood glucose elevated to the 500's mg/dl while using the animas insulin pump. Two hours prior to contacting animas, the patient's blood glucose reportedly read "595 mg/dl." The patient reportedly did not have any symptoms that would suggest hyperglycemia. There was no ketones detected. During troubleshooting, the cannula was not found bent, and the bolus history was shown to dispense the insulin accordingly without any associated alarms. This complaint is being reported due to the following conclusions: although, it is not clear as to the causation of the alleged hyperglycemia, this complaint is being reported because, the reporter indicated that a serious injury occurred while the patient used the animas insulin pump.